Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump did not maintain the initial settings/data after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the pump¿s black box history showed evidence of time/date resets associated with cs052/cs054 call service alarms on (B)(6) 2014. No errors, alarms, or warnings occurred during the investigation. The pump was able to maintain time/date and basal settings after 12 hours without power. The pump passed a time/date test. The complaint that the pump was not maintaining the initial settings/data after changing the battery was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).